Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the drive regulator and re-calibrated all pressures to correct the issue. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the drive regulator pressure check for the cardiosave intra-aortic balloon pump (iabp) failed. The drive regulator was not responding correctly. There was no patient involved and no adverse event was reported.